Event description:
During a right tear duct probing, the surgeon noted ball tip was missing off "oo" side of lacrimal duct probe. Unable to remove the ball of probe, the decision was made to leave it in rather than cause increase trauma by further probing. It will either wall off or come out on its own.